Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. However, a closed clamp on the patient line is a known cause of this issue. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The ¿operating instructions-prepare for therapy¿ section informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Users are not instructed to close the patient line clamp anytime during therapy unless for an emergency disconnect procedure per the ¿troubleshooting¿ section.

Event description:
It was reported that a homechoice cassette had air in the patient line. The patient was connected at the time. This occurred during the initial drain in peritoneal dialysis therapy. The caregiver (cg) stated that the white clamp on the patient line was closed. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.